Event description:
Customer reported the door of the ortho provue analyzer was releasing and had caused a small contusion. No medical attention was required. There was no exposure to blood borne pathogens.

Manufacturer narrative:
An ocd field engineer arrived at the site and replaced the lower door fastener and performed the appropriate adjustments to return the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident.